Event description:
Customer reported dial-a-flow set leaked while in use on a pt. User has noticed that the set appears different from how it used to look. There was no report of pt harm or medical intervention. Customer stated that further pt or event info is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). This report was filed by the distributor: (B)(4). The product has been received but it has not been evaluated yet. A follow up report will be submitted with failure investigation results once it has been completed.